Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that one day post implant, the device failed to pace or sense the atrial channel. When the leads tested normal, the pulse generator was replaced.